Event description:
The complainant has reported that a female pt (age and gender unk) underwent a theraprutic ercp for placement of a biliary wallstent. The clinician reports that the rx wallstent biliary endoprosthesis became stuck on the guidewire as it was being advanced for depoyment. The device would not advance any further. Attempts to pull back resulted in premature deployment of the stent. The device was removed from the guidewire without issue. Another of the same device was successfully placed. The pt did not sustain any complications or ill effect as a result of the guidewire fit issue.

Manufacturer narrative:
This device has not been received by this MFR. An evaluation has not yet been performed. Therefore, a failure analysis is not available and we are unable to determine if the device met its specifications. Should further relevant details become available; a supplemental medwatch report will be filed under the appropriate sequence number. We are unable to determine the relationship between this device and the cause for this event at this time. Our directions for use outline appropriate placement, access and maintenance procedures.